Event description:
It was reported that the patient had bradycardia. Loss of capture due to increased threshold was observed on the device. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.